Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The device was exchanged and the procedure was completed with no adverse consequences to the patient. After inserting the introducer into the patient, when blood was aspirated, it was noted that air was aspirated for a long time. Air contamination to the patient has not been confirmed. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.